Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ef41, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The health care professional (hcp) reported that there was a poor communication screen on the patient programmer. Also, the patient did not feel stim. This occurred in (B)(6) 2015. Patient had not had a change in symptoms. The health care professional (hcp) could palpate the patient's pocket and feel the implantable neurostimulator (ins). The hcp tried communicating with the physician programmer as well but was unsuccessful. The patient was not recently implanted or had/revision surgery. The last interrogation to the patient's device was in (B)(6) 2015. At that time, the impedances were all within range when tested at 1.0 volts. She did not have the range available at the time of the call. The longevity at that time was showing six months. Also at that time, they changed the patient over to program 2 at 4.65 volts, since the patient was at a much higher setting previously. The interrogation before this was in (B)(6) 2014. At that time, the longevity showed 28-40 months. At this time, the patient was going anywhere from 2.3 volt s to 8 volts. The patient had not had any falls/trauma. The ins felt snug in the pocket site. She did not believe the patient's ins had flipped. It was reviewed that it was likely that the device reached end-of-service (eos). Relevant medical history includes a h ospitalization in (B)(6) 2015 for something unrelated to the therapy. Also, the patient had stomach ulcers, which resulted in stomach x-rays and an endoscopy. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.